Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoraco/lobectomy procedure, during lung resection, after the tissue was clamped, the firing was not able to be performed. The procedure was completed with another device. There was no patient injury.